Event description:
It was reported that during a stenting treatment procedure a vessel spasm occurred. The target lesion being treated was located in the right coronary artery. Lesion details and clinical factors are unknown. A 3.00x16mm ion stent delivery system was intended to treat the lesion, however the lesion was "difficult to treat because it had an artery spasm." The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure a vessel spasm occurred. The target lesion being treated was located in the right coronary artery. Lesion details and clinical factors are unknown. A 3.00x16mm ion stent delivery system was intended to treat the lesion, however the lesion was "difficult to treat because it had an artery spasm." The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion monorail stent delivery system (sds). There was contrast in the inflation lumen. The hypotube was broken 96cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The stent was centered between the markerbands on the folded balloon. The end struts of both the proximal and distal ends are partially expanded. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported vasospasm. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported clinical event is anticipated per the directions for use, the root cause classification "anticipated procedural complication" was assigned. (B)(4).